Event description:
It was reported that there was a two minute stored electrogram of ventricular tachycardia which was not treated due to undersensing. The arrhythmia self-terminated. There was also a treated episode with a delay in therapy due to undersensing. There were no adverse patient effects. Technical services advised some programming options. The device remains implanted.